Event description:
Information was received regarding a cadd cassette reservoir. It was reported that immediately after starting to use the product, the customer noticed medical fluid was leaking from the connector; there was no patient injury.

Manufacturer narrative:
Two cadd cassette reservoirs were returned for the evaluation of the reported issue, as well as 6 pictures. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. From the pictures, leaks were observed in the leur and the complaint was confirmed. A functional test was performed with the returned samples and leaks were also confirmed. It was observed that there was lack of adhesive and the tubes were not fully inserted into the two samples. To resolve this, the solvent dispenser was changed because it was identified that it was not the appropriated on for the assembly.